Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns with condensation and the smell of insulin coming from their device. The customer's blood glucose level at the time was unknown. The customer states they have had no delivery alarms. The customer states the reservoir may be leaking insulin. It is unknown where the leak is coming from. Troubleshooting was conducted and the customer was advised to monitor device.